Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer stated that she has a pump that is not working correctly for the last 3 months and does not know what to do. Customer does have the pump with her but stated that it is off and she does not have a battery to put in it. Nothing further was reported.